Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a shock impedance measurement of greater than 400 ohms the day after implant. The patient was given a lifevest until a surgical revision was performed. During the procedure, when the physician performed the tug test, the electrode was able to be pulled out of the device header. Re-insertion of the electrode into the header was difficult but was able to be inserted. The electrode passed the tug test; however, the shock impedances were still greater than 400 ohms, and noise was observed. The electrode was again inserted in the header with difficulty noted, but the tug test again passed and then impedances were normal and there was no noise. The system remains in service. No additional adverse patient effects were reported.